Event description:
Reporter indicated that vns patient's device was "continuously firing" and that utilizing the magnet was not working to stop stimulation. Device diagnostic testing was within normal limit, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient's device had been programmed to the same settings for approximately one year. Treating neurologist reduced device settings to help relieve some of the patient's discomfort. The patient reportedly tolerated the change in device settings. It was reported that the patient was operating a nail gun earlier in the day and had some strain in their left arm, but it is unk whether this was related to the reported event.

Event description:
Further follow-up revealed that the pt believes that the nail gun he was using prompted the erratic vns stimulation. The pt stated that the nail gun was very close to the generator when he was using it. The pt attempted to stop the stimulation with the magnet, however, it did not stop the stimulation. The pt went to the physician's office where the generator was turned off and the pt felt instant relief. The pt subsequently experienced a sore neck and hoarseness for a few days. Approx 14 weeks later, the pt was seen for follow-up. The device was turned back on. A series of magnet activations were performed and the device was found to be properly functioning. The pt requested that the device be left on because he had experienced an increase in seizures since the generator had been turned off. There have been no further issues reported to the manufacturer regarding this event. The cause of the event is unk at this time.